Manufacturer narrative:
Device investigation narrative - one 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. Removal of the anchor showed both inserter tines are missing. Broken tines cannot be located within the anchor. The condition of the inserter and anchor are consistent with off axis insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection.¿ a review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No additional actions are required at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the 4.5mm twinfix ultra pulled out easily and was found to be broken. The anchor was removed and a backup was used to complete the procedure. A new bone hole was required. It was noted that the anchor was broken at the eyelet. There was a reported short delay of less than 30 minutes, and no patient injury was reported as the result of this event.